Manufacturer narrative:
Lot #: suspected lots r21k29130, r21l01062, r21g06049. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified access set had a small slow leak from the distal connection point. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the customer reported two potential product codes: (2r8403 or 2h7462)). D4: expiration date for the potential lot # r21k29130 is 12/02/2023. D4: expiration date for the potential lot # r21l01062 is 12/03/2023. H4: the potential lot # r21k29130 was manufactured on 12/02/2021. H4: the potential lot # r21l01062 was manufactured on 12/03/2021. H4: the potential lot # r21g06049 was manufactured on 07/07/2021. H10: a batch review was conducted on the potential lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.